Manufacturer narrative:
H6: investigation summary: 5 event samples were returned for investigation and 132 unused samples were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. Samples were connected to a cut off syringe tip to check that the fluid path is in an activated position when connected to a syringe. Samples were then flushed with water to confirm open fluid path. All 5 event samples passed. 128 unused samples passed. 4 unused samples did not have an open fluid path when visually inspecting the fluid path while being activated with a syringe. The customer complaint that product air is locking and will not flush properly was able to be verified for 4 unused samples. A device history record review for model 20039e lot number 20115412 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 20039e lot number 20115403 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue. H3 other text : see h10.

Event description:
It was reported that smallbore 6 inch ext vlv had flow issues. The following information was provided by the initial reporter: material no: 20039e batch no: 20115412, 20115403. It was reported that product air is locking and will not flush properly.

Manufacturer narrative:
The following fields have been updated with additional information: b.5. Describe event or problem: it was reported that smallbore 6 inch ext vlv had flow issues. The following information was provided by the initial reporter: material no: 20039e batch no: 20115412, 20115403 it was reported that product air is locking and will not flush properly. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 20115403 d.4. Medical device expiration date: 2023-11-04 h.4. Device manufacture date: 2020-11-03 d.4. Medical device lot #: 20115412 d.4. Medical device expiration date: 2023-11-09 h.4. Device manufacture date: (B)(6) 2020 imdrf annex e grid: e2403 imdrf annex f grid: f26 imdrf annex a grid: a140901, a140508

Event description:
It was reported that smallbore 6 inch ext vlv had flow issues. The following information was provided by the initial reporter: material no: 20039e batch no: 20115412, 20115403 it was reported that product air is locking and will not flush properly.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4)

Event description:
It was reported that smallbore 6 inch ext vlv had air in the line and flow issues. The following information was provided by the initial reporter: material no: 20039e batch no: 20115412 it was reported that product air is locking and will not flush properly.